Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. The biomed could not duplicate the reported issue and observed proper device operation. The device will be returned to service for use. The device was not returned to physio-control for an evaluation. The cause of the reported issue could not be conclusively determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that during a synchronized cardioversion event, the device powered itself off twice before they were able to successfully administer a shock to the patient. There were no reports of adverse effects to the patient as a result of the reported issue. The biomedical engineer stated that no further information about the patient or the event is available.